Event description:
It was reported that the patient had the artificial urinary sphincter removed due to incontinence issues that became apparent after getting radiation treatment for his prostate. The current size cuff was too big for the patient so the physician went down in size to accommodate the patients anatomy. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted, patient also had a male sling in addition to urinary sphincter cuff.